Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system may be experiencing right atrial (ra) lead issues, as the impedance was observed to exceed 3000 ohms. Additionally, atrial tachyarrhythmia responses (atrs) were recorded, attributed to signal noise. Technical services noted that unipolar programming is not supported in defibrillator systems. Although adjusting the cross-chamber blanking interval may help reduce inappropriate ventricular signals sensed on the atrial channel, it would not address the underlying noise issue. No adverse patient effects were reported, and the system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system may be experiencing right atrial (ra) lead issues, as the impedance was observed to exceed 3000 ohms. Additionally, atrial tachyarrhythmia responses (atrs) were recorded, attributed to signal noise. Technical services noted that unipolar programming is not supported in defibrillator systems. Although adjusting the cross-chamber blanking interval may help reduce inappropriate ventricular signals sensed on the atrial channel (v-on-a), it would not address the underlying noise issue. Further clinical evaluation is recommended. No adverse patient effects were reported, and the system remains in service. Subsequent additional information was received that reported a lead revision procedure was performed due to fracture of the right atrial (ra) lead. The crt-d device was explanted and replaced due to other non-product experiences. No additional adverse effects were reported.